Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post lead implant, the patient developed a pneumothorax and community acquired pneumonia (haemophilus influenza and pneumococcus) treated successfully by antibiotics. The lead remains in use. The patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.